Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.

Manufacturer narrative:
The device was received deployed. The download data indicates that the device ran 56 pulses and was then deactivated after completing the second priming sequence. During investigation, the needle mechanism was reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. All needle mechanism components were closely inspected and no damages or defects were found that would result in the cannula not deploying. A root cause for the reported event could not be determined.